Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cmos module with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cmos module with drive pcb. In addition, our technician confirmed that the angle wire fluid damage, the insertion flexible tube coating damage, the operation channel (primary) buckled, the suction channel buckled, the remote control buttons cracked, the bending rubber stretched, the left pulley wire stretched, the nozzle gluing missing, the water jet tube leak, the remote control buttons leak, the control body dirty, the objective lens dirty, the lcb distal cover glass dirty, the distal body worn out, the segment worn out, the down pulley wire worn out, and the water nozzle sharp; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).